Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial #: (B)(4), product type: recharger. Product ID: 37761, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (#(B)(4)) revealed that it was broken, had a bent connector and had a frayed cable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger was not working. They stated that the cord leading up to the connector pin on the desk top charger was "torn up" and now the recharger would not charge. They called back later saying the patient received the desktop charger but it did not resolve the issue. The recharger does not turn on, and was not taking a charge. On (B)(6) 2018, they called back stating the pain stim itself was not working or charging. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.